Event description:
This is filed to report difficulty deploying the clip. It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The clip delivery system (cds) was advanced and placed at a1/p1. Upon deployment the clip would not release. Troubleshooting was performed by aligning the cds and clip coaxially, which allowed the clip to deploy. The procedure was complete with a final mr grade of 1. There was no adverse event and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and without the device to analyze, a cause for the reported difficult or delayed activation (difficulty to deploy the clip) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. In addition, this complaint was reviewed by a clinical engineer. The reviewer stated that ¿four (4) fluoroscopic videos of the reported cds were provided. In the videos the clip arms appear to be in the fully closed position (~10°), presumably taken during deployment maneuvers. The third video provides a side view of the clip and delivery catheter (dc); in the video the clip appears to be angulated relative to the l-lock shaft, indicating potential misalignment. In the fourth video the clip is actively detached from the l-lock shaft of the dc. Immediately post detachment, misalignment between the clip and dc shaft is evident based on significant medial/anterior shift of the dc away from the clip and increased tilting of the clip. Based off the fluoroscopic videos provided, angulation between the clip and l-lock shaft is apparent. This results in misalignment between the clip connector and the l-lock shaft tabs, preventing the tabs from fully releasing from the clip connector and likely a contributing factor to the delayed deployment. Per the incident details, the implanter performed the correct troubleshooting maneuvers (¿aligned cds & clip¿) which resulted in a successful deployment of the clip, as shown in the last video.¿